Manufacturer narrative:
Taper ii. (B)(4). The reporter of the complaint was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Intolerance, irritation/inflammation, vomiting, gastritis, and port pain are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of intolerance as follows: "it is important to discuss all possible complications and adverse events with your pt. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body." Device labeling addresses the reported event of irritation as follows: "contraindication(s): the lap-band system is contraindicated in: pts with inflammatory disease of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease". Device labeling addresses the reported event of vomiting as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended." Device labeling addresses the reported event of gastritis as follows: ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Device labeling addresses the reported event of port pain as follows: "there were add'l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included; abdominal pain, chest pain, incision pain and port site pain."

Event description:
Health professional reported pt in apex study experienced multiple events of "band too tight" throughout the time the device was implanted. These were all treated with adjustments. Health professional also reported pouchitis, treated with adjustment; two events of vomiting, treated with adjustment; gastritis, treated with adjustment; and port pain that resolved on its own without treatment. Finally, health professional reported band intolerance, adding, "pt had not tolerated lap-band multiple fills + unfills while band was in place." Device was removed.